Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Does the surgeon believe that the patient was at an increased risk for a leak due to the carcinoma and undergoing the hipec surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? What was the reason for using a 100mm device? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days post-operatively was the leak identified? What was observed at the site of the leak? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What is the current status of the patient?

Event description:
It was reported that post-op to a hipec procedure the patient became febrile. A CT scan revealed free air at the anastomosis. Eight days post-surgery an exploratory laparotomy was performed, and a one to two cm hole was discovered on the antimesenteric side of the anastomosis. It was resected and redone.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was obtained: what were the indications for surgery? The patient had carcinomatosis from an appendiceal adencarcinoma. What surgical procedure was performed?cytoreductive surgery with hipec. We perfomed a resection of prior ileocolic anastomosis with primary ileocolic anastomosis. Does the surgeon believe that the patient was at an increased risk for a leak due to the carcinoma and undergoing the hipec surgery? Yes . We performed the anastomosis after the hipec. The tissues after hipec can be edematous and thickened. Did the patient receive any preoperative chemotherapy or radiation? Yes the patient received cheotherapy before surgery but had been off chemotherapy for at least 6 weeks prior to surgery. What color reloads were used and what was the sequence of the firings? We performed a side to side stapled anastomosis with 1 blue load of 75mm gia stapler. What anatomical structures was the device fired on? Ileum and colon. Were other stapling or suturing devices used when creating the anastomosis? The common enterotomy was closed with a ta 60mm stapler. How was the common opening closed? Ta 60mm stapler. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? By palpation and visual inspection. How many days post-operatively was the leak identified? 7 days. What was observed at the site of the leak? The staple line along the length of the anastomosis on the antimeseneric side was completely disrupted for length of 3 cm or so. The common enterotomy staple line was intact. Was it leaking through the staple line? Yes. Were there any malformed staples or missing staples identified? If so, please describe the shape and location. No. The staples appeared formed correctly. Were there any signs of tissue ischemia or necrosis?no. What is the current status of the patient? His new anastomosis leaked as well when he presented to an outside hospital. He required emergent operation, resection of anastomotic leak with end ileostomy.